Manufacturer narrative:
The device was not returned to mmdg for evaluation. A service call review was performed and found no related issues. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump "does not run formula thru tubing". The initial reporter also stated there was no patient involvement and the issue was found at the facility during evaluation. Mmdg did follow up with the initial reporter, but no further information was available. (B)(4).